Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown / unknown / unknown / unknown.

Event description:
It was reported that pump displayed malfunction alarm code 12, and customer noted no notable events before malfunction. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, received guidance to reset pump, and malfunction did not recur after reset; customer was advised to continue using pump and to call back if malfunction alarm occurred again, and customer acknowledged these instructions.